Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that did not work properly. Upon inspection, a crack was found in the connecting tube from the reservoir to the pump. The pump was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned component underwent a thorough analysis. The pump was visually inspected, microscopically examined, and functionally tested. There were no leaks found, but the tubing had been identified to be cut down to the pump block. The pump was functionally tested and did not pass the inflation and deflation testing performed. Based on the information available and analysis results, the product allegations relating to the hole were unable to be confirmed; therefore, the conclusion of cause not established was chosen.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that did not work properly. Upon inspection, a crack was found in the connecting tube from the reservoir to the pump. The pump was explanted and replaced. There were no patient complications reported.